Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved an unspecified plum set where it was reported that there were cassette test failures. On the critical care floor, a plum 360 pump was running levophed at approximately 173 ml/hr through the night and most of the day with no issues noted. No set changes, bag changes, or alarms occurred prior and then the pump experienced a cassette failure. The nurse obtained a new pump and moved tubing over to the new pump and immediately received a cassette test failure. Nurse got another pump and used new tubing from above and received another cassette test failure. Nurse then got another set of tubing and used it on the pump above and was able to get infusion back up and running. During this time the nurse had to pull the levophed into a syringe and manually push in order to keep the patient's vitals manageable. There was patient involvement, and unknown patient harm reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of cassette test failures could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device lot history review could not be conducted because no lot number(s) was/were identified.